Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 2:22 pm the result from the meter was 6.9 inr. The result from the laboratory was 4.5 inr within 7 hours of the meter result. The laboratory measurement was performed because the meter result was so high. There was no adverse event. The customer's coumadin was decreased based on the laboratory result. The customer's condition was stated as "feeling terrible" but not because of the inr results. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation. Retention test strips (lot 353497) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.